Event description:
The following was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment of an thoracic aortic aneurysm using a conformable gore tag thoracic endoprosthesis. Follow up showed what appeared to be a "fractured or disconnected" gore tag device. On (B)(6) 2020, a reintervention occurred whereby the device was relined. Additional information has been requested.

Manufacturer narrative:
H10/11: additional manufacturer narrative images were evaluated by gore imaging sciences: ¿ eight time-points were submitted for evaluation. ¿ 2015, 2016, 2017, 2018 and 2019 ¿ there appears to be a single device implanted that measures ~ 10 cm in length along the outer curve. ¿ diameter within the proximal end of the graft measures ~ 24 mm in 2015 and ~ 33 mm in 2016, 6/2017, 12/2017, 2018 and 2019. ¿ there appears to be lack of wall apposition at the proximal end of the implanted device in 2016, 6/2017, 12/2017, 2018 and 2019. ¿ (B)(6) 2020 ¿ there appears to be a disruption in wire pattern near the proximal end of the implanted device. ¿ diameter within the proximal end of the graft measures ~ 24 mm in 2015 and ¿ ~ 33 mm in 2020 ¿ there appears to be lack of wall apposition at the proximal end of the implanted device. ¿ there appears to be a contrast-like density present outside of the implanted device. ¿ contrast cannot be confirmed with available image set, arterial phase only. ¿ (B)(6) 2020 ¿ there appears to be two devices implanted, the proximal device appears to measure ~ 15 cm in length along the outer curve, the distal device appears to measure ~ 10 cm in length along the outer curve. ¿ the contrast-like density visualized on cta dated (B)(6) 2020 is not visualized on the arterial phase images.